Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. Six recaptures were performed, the device was successfully placed, and the procedure was completed. When the closure device was being evaluated after the procedure, a 9mm elongated object was observed attached to the surface of the device. Based on echocardiogram it was decided the object was a thrombus. The activated coagulation time (act) of the patient was 232 seconds and 3000 units of heparin were administered intravenously. Observation of the patient continued and no changes to the echocardiogram findings occurred. The patient woke from sedation and no further patient complications were reported.